Event description:
Healthcare professional reported, "rupture" against right device. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, opening, weight to the spec, crease fold, wear abrasion. A microscopic analysis was performed which identify, crease sharp, stress mark. Based on the device analysis, the final assessment is: a crease sharp in the anterior side assessed, as fold flaw opening.

Event description:
Healthcare professional reported "rupture" against right device of saline implant. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.1., d.2., d.4., d6b., g.4., h.4. H.6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported right side "rupture." The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.